Manufacturer narrative:
Zimvie received one (1) tsx47b11, (tsx¿ implant, 4.7mmd, 11.5mml) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. No apparent damage / malfunction was identified with the implant that would cause or contribute to the reported event. Measurements match drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1271746. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1271746 for similar events and 1 other relevant complaint(s) was identified, (B)(4). Review completed utilizing keywords: ¿dental: medical: perforated sinus¿ the customer did not submit images for the reported event. IFU review: documents reviewed: biomet 3i dental implant IFU (p-tsximp) 2022/09 rev. A. Information identified: "warnings" "potential adverse effects "precautions". Based on the investigation and risk management file review as per rmf rm-00053-haz rev.12, the most likely root causes determined from the investigation are patient factors and improper techniques. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that after implant placement patient reported to have sinus infection, decided to remove implant and clean out sinus infection and let heal then replace implant. Tooth 14.

Manufacturer narrative:
Zimvie complaint number (B)(4).